Event description:
During the incoming inspection of the device after being returned from service, "defib disabled", "defib fault 85", "pacer disabled" and "pacer fault 116" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.